Manufacturer narrative:
The reported malfunction of "defib fault 85" message was observed and attributed to a system interconnect flex cable that was not seated. The system interconnect flex cable was replaced to remedy the problem. The reported malfunction of "pacer fault 116", "defib disabled", and "pacer disabled" messages were verified and attributed to a flex cable that was not seated. The device's flex cable was replaced to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 85", "pacer fault 116", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.